Event description:
It was reported that the patient had a hematoma the size of a grapefruit and per hcp, it would reduce. The pump site was very tender to the touch, red and hot. Per reporter, the patient's incision was healed and no fever was noted. The catheter site also "hurts to touch" and the patient can "feel the line." There was no known event. Per reporter, the patient believed she would "notice any changes from the tunneling in the beginning after the implant." It was noted there was swelling. The system was removed secondary to a pump/catheter site infection. It was noted as "non-serious injury/illness." It was reported that the patient was on antibiotics.

Manufacturer narrative:
Programmer model 8835 serial# (B)(4); catheter model 8731sc serial# (B)(4) implanted: (B)(6) 2011 explanted: unk.